Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had issue. Customer's blood glucose at time of incident was 35 mg/dl. The customer was treated with dextro energy (glucose) and took the hospital. Customer noticed during filling the insulin dropped out of the catheter even though the rod was not far enough out to tough the reservoir. Customer will send us the care link reports and the faulty pump. Customer is using the replacement pump now.